Manufacturer narrative:
The device has been returned to med-el hq where it will be evaluated. When available, a device failure analysis will be submitted as a follow-up report.

Event description:
The rondo 3 war received at s_r and a cracked housing was found as well as a leaking battery.

Event description:
The rondo 3 was received at s_r and upon preliminary investigation a cracked housing was found as well as moisture residues.

Manufacturer narrative:
Conclusion: according to the information received the rondo 3 audio processor was sent in to repair due to being non-functional. The device investigation revealed a cracked housing and oxidized components. A leaking battery could not be confirmed. This is a final report.